Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to any reported events as no specific device failure mode or patient injury was alleged. The medical records provided included the patient's implant tracking log, one page of the patient's history and physical and page 2 of 2 of the implant operative report. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2011 - the patient was diagnosed with total vaginal prolapse and underwent an abdominal sacrocolpopexy with implant of a bard davol flat mesh, marshall-marchetti-krantz procedure and an enterocele repair. The attorney alleges the patient experienced unspecified adverse patient outcomes associated with use of the device.